Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the arterial roller pump displayed a 'pump jam' message and then stopped. The occlusion was not being adjusted at the time and the pump was freely spinning. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. Prior to loading the tubing, a pump jam test was performed and the pump responded as intended, displaying a brief 'under speed' message, before displaying a 'pump jam' message. The pump was run briefly without tubing and the rollers turned freely with no apparent issues. After loading the tubing, the pump was allowed to operate for an hour without the occlusion setting being changed and the pump rotated continuously with no disruptions. The occlusion was slowly increased as the pump was operating. Once the occlusion reached the point where the pressure in the tube changed, the pump was allowed to run another hour with no disruptions observed. There were no observed unintended pump jams during the evaluation. The service repair technician performed an internal inspection which yielded no findings. The pump operated as intended with no observed pump jams. Release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.